Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcb. The service engineer uploaded the software only. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator has missing pixel on both liquid crystal display. There was no patient connected to the device.